Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer indicated that it was not found on the bus; meds were inside, the device was rebooted and troubleshooting steps performed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was not detected on the bus. A field service engineer (fse) resolved issues with auxiliary drawer 2.2 and drawer 6 where row b failed to detect on the bus. Initial troubleshooting steps like reseating the rowboard cable, retractor band, and main pyxis cable were unsuccessful. The issue was resolved by opening the drawers, manually removing the medication cubbies, and reseating all cable connections at the cubie tray, followed by a power cycle which cleared the error. Escort verified functionality, removed meds under the pockets, and confirmed that the system test was successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer indicated that it was not found on the bus; meds were inside, the device was rebooted and troubleshooting steps performed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.